Event description:
After a PICC line was placed confirmation x-ray, revealed a piece of wire was in the tip. PICC line removed and it was found that a 3 cm piece was embedded in the catheter itself and not a piece of the guidewire. New line inserted.